Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was inserting a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, and the injector overrode and the lens was damaged. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.